Manufacturer narrative:
Additional information: h3, h6, h10. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the photo, a drop of coagulated blood was observed externally on the connector of the warmer bag and return line. The specific defect that allowed the leakage event was not visible in the photo. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined as no further or actual sample testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external "blood clot" was observed at the luer connector of a prismaflex st100 set and a thermax blood warmer . This occurred during continuous renal replacement therapy. There was no report of blood loss. There was no report of patient injury or medical intervention associated with this event. No additional information is available.